Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The reporter alleged of having lung cancer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rem star auto a-flex device's sound abatement foam. The reporter alleged of having lung cancer. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed dust-like contamination on the top enclosure, right panel, sound abatement foam and walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer observed the remains of damaged tubing. An extremely heavy amount of whitish contamination consistent with mineral deposits was observed throughout the interior of the water tank. Manufacturer observed dried liquid spots with a whitish dust-like contamination consistent with mineral deposits on the inside of the top enclosure, on the dry box, and throughout the bottom enclosure. Dust-like contamination was observed on the interior of the top enclosure, and in the bottom enclosure/lower base. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report, linv was captured in box d: device third party device avail for eval. Date returned in box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.